Event description:
Caller stated that she was implanted with a vagus nerve stimulator on (B)(6) 2022. About nine months after implantation she started experiencing shocks from the leads because the stimulator is not functioning as it should. Emergency surgery was done after several test to remove the leads. Two surgeries was done to replace the stimulator and the leads. In an effort of removing the leads she sustained a vocal cord injury. Caller stated she found out in her research that the leads model number that was implanted in her was recalled by FDA six months prior to being implanted. Ref report: mw5162920.